Manufacturer narrative:
Although this product is not sold in the u.s., this event is being reported under regulation 21 cfr part 803 as it involves similar device to a PMA approved device sold in the u.s. Under #(B)(4). The lot number has been provided. The device history records are being reviewed. The investigation is currently underway.

Event description:
It was reported that the vascular stent was found to be fractured one week post placement inside two other stents that had been placed previously in overlapping technique. An acute thrombus was caused by the fracture. The pt successfully underwent a thrombolytic therapy. There was no report of pt injury.